Event description:
Reference MFR. Reports: 1627487-2012-13160, 1627487-2012-13162. There are two leads from the same lot number and one lead from another lot number; submitting report for all. It was reported the patient's scs system was explanted due to persistent pain at ipg site and ineffective pain relief.

Manufacturer narrative:
Analysis of the device is in process; the results will be forwarded when available. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.